Event description:
It was reported that the user experienced hyperglycemia with a sensor glucose of 350 mg/dl after pausing insulin delivery during a shower, followed by a bike ride and coffee without food, with continued elevated glucose later trending down to 268 mg/dl; the user had changed all supplies about 30 minutes prior, and the infusion set cannula appeared straight. Symptoms included elevated blood glucose. Outcomes included self-management guidance to avoid eating or to announce and monitor if choosing to eat, with plans to monitor and call back if glucose did not continue to decline, and a clinic appointment scheduled. Investigation included product-use troubleshooting and education over the phone. Investigation of this case revealed no alerts or alarms reported, no evidence of device malfunction, and contributing factors likely included interrupted insulin delivery, recent infusion set change, physical activity, caffeine intake, and stress. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.